Event description:
Additional information identified that ipg site discomfort resolved following surgery.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at the drg ins site. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the ins was placed deeper in the pocket. Patient has effective therapy following the procedure.